Manufacturer narrative:
One unit was returned for investigation. Physical investigation found the complained issue to be true. The contrast was adjusted and the image was able to be seen. The lcd screen was found with a missing vertical segment and the co2 pump was found shifted. Due to the damage found, root cause was traced to user impact. DHR review was not done since the complaint issue was traced to user impact.

Event description:
It was reported that the screen was blank.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-10180. The report was submitted in error.

Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated and also found lcd pixels to be missing from the screen. DHR review is not relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.